Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to a low blood glucose of 50 something mg/dl on (B)(6) 2019. The customer's blood glucose was 172 mg/dl at the time of the call. The customer drank juice and started intravenous therapy in the emergency room. The customer experienced symptoms such as dizziness, nausea, headache, and shakiness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and not automatically adjusting insulin delivery during the event. The customer reported they have been experiencing low blood glucose for the past week. The customer alleges the insulin pump is over delivering insulin without them bolusing. The customer reported the reservoir is showing less insulin that what is shown on the status screen. The customer received assistance with programming the insulin pump with her doctor over the phone. The insulin pump and reservoir will be returned for analysis.